Event description:
It was reported by the customer that pyxis medstation es system main drawer and multiple pockets within that drawer was unable to detect the device on the bus. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that main drawer had malfunctioned and was not recognized on the bus. An field service engineer replaced controller boards. The system functioned as intended after the field service engineer troubleshooted the device.